Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation - single and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, the anterior gripper was observed not lowering and gasping both leaflets were difficult. Therefore, the cds was retracted back to the left atrium to perform gripper controls. Troubleshooting was performed. But imaging showed the anterior gripper was still not lowering. A decision was made to remove the cds with the clip attached. It was noted that tissue damage was suspected. The procedure continued with a new cds. One clip was implanted, reducing mr to 2. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
Return device analysis did not confirm the reported inability to lower a single gripper. The reported failure to grasp the leaflets could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on all available information, a cause for the reported inability to lower a single gripper could not be determined, as the issue was not confirmed during returned device analysis. The reported failure to grasp is a cascading event of the inability to lower the gripper. A cause for the reported unspecified tissue injury could not be determined. Additionally, unspecified tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.